Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Advised customer to perform o2 gas path test and send logs for further analysis. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported belavista1000 having alarm 316 - blower failure while on a patient. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
Additional information: the customer confirmed that it was not necessary to remove the unit from the patient although the ventilator stopped. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarm. As a resolution, vyaire medical informed the customer to cross check with another good known blower and perform blower test to ensure about status of main electronics.